Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost stimulation around (B)(6) 2019, although the patient could not recall any source of trauma that may have caused the issue. Diagnostics revealed high impedances, and x-rays showed the lead had migrated from the neural foramen into epidural space. To address the issue, the patient may be awaiting surgical intervention.